Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site(s), however, no explanted products were returned for analysis. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2021-01371, related manufacturer reference number: 1627487-2021-01372. This event is being filed to report a suture granuloma over the ipg implant site. The issue was resolved via surgical intervention wherein the wound was revised. This event was captured within a literature review. Multiple manufactures devices were included in the article and it is not specified with which manufacture this event occurred.